Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned cardiac arrhythmia treatment was performed by the customer and completed as planned by restarting the system twice at 20mins interval. The philips field service engineer (fse) inspected the system on site and confirmed that the equipment was locked up. Review of the system log file showed that the suite pc was crashed. To resolve this issue, fse replaced suite pc, amc tilt drive and also reloaded software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome. Device problem code was updated correctly.

Event description:
It has been reported to philips that in the middle of a procedure, the system locked up and gave a ¿geometry starting¿ error. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.